Event description:
During an av fistula procedure, the catheter balloon ruptured at 17-18 atm and when the catheter was removed, with resistance noted the distal tip and balloon were missing. The pt was taken to the or for removal of the indwelling catheter piece. No further complications were reported.